Event description:
It was reported that a malfunction occurred on the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information, but the caller was unable to complete the reset at that time and was advised to call back if further assistance was needed.